Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hypoglycemia after announcing a dinner meal while already low, with a documented nadir of 55 mg/dl and approximately one hour below range; the user consumed chocolate cake and two four-ounce glasses of orange juice, confirmed the low by fingerstick, temporarily paused insulin on the ilet, and later resumed insulin when glucose rose to 82 mg/dl; troubleshooting and education were provided to correct glucose before announcing additional meals to avoid recurrent lows. Analysis of reports also indicated the pt had experienced episodes of hyperglycemia subsequent to hyperglycemia. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates and no medical intervention or hospitalization. Investigation included review of user-reported data and coaching on system use and meal announcements. Investigation of this case revealed no device alarms or malfunctions and suggested user handling as a contributing factor, given meal announcement while already hypoglycemic. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.